Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been unable to charge her scs ipg since (B)(6) 2014, so communication can no longer be established between her ipg and external devices. An sjm representative met with the pt and confirmed the communication issue. Additionally, it was reported the pt's ipg may have flipped due to its. Horizontal orientation sticking out into the patient's skin. The pt will meet with her implanting physician to discuss possible surgical intervention to address the issue.